Manufacturer narrative:
Customer technical support (cts) performed troubleshooting with the customer via telephone and had the customer tighten the screw on the rinse block rb1, but the leak was not resolved. The customer stated that there was no blood leaking because he had not run the instrument in secondary mode. He ran a sample in secondary mode while on the phone with cts and it did not leak blood or diluent. The customer also stated that occasionally the instrument would not generate a differential (diff) result and requested service to check the instrument. The field service engineer (fse) found and aligned rb1 that was out of alignment to resolve the leak. The fse found the sheath-pressure (rg3) and sample-pressure (rg4) regulators were malfunctioning (sticking). The fse ordered replacement parts and returned to site the following day to install them, resolving the diff issue. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 1ml from the probe rinse block on a coulter hmx hematology analyzer with autoloader during startup and transition between primary and secondary modes. The leak was not contained within the instrument and no error messages were observed at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.